Event description:
It was reported that customer saw cgm error message on sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance from technical support, and cgm error did not appear again after reset.